Event description:
The customer reported that she plugged in her pump in style and walked away. When she came back the pump had started on fire. She could no longer see any visible markings to verify the pump style and she could not see any information on the transformer. The mom stated that she could send pictures.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, the customer verified that the pump unit had started on fire, that smoke was being pulled in and out of the tubing as the pump was running. The customer also stated that she had discarded the pump and the transformer, so neither will be returned to medela for testing. The customer initially stated that she would send pictures of the damaged device, however, she did not send them in. Should additional information become available resulting in new, changed, or corrected information, a follow up report will be filed at that time. The issue of a pump in style device producing smoke was addressed in investigation (B)(4).